Event description:
It was reported occlusion alarms occurred. The customers blood glucose level was 202 mg/dl tandem technical support guided the caller through multiple steps including disconnecting the tubing, adjusting it, and delivering boluses; however, the occlusion alarm continued to recur. The customer was unable to complete follow-up and indicated they would call back. Multiple attempts were made to follow-up with the customer, however, no response was received.

Manufacturer narrative:
B5 describe event or problem. Type of investigation- add b17. D9 device available for evaluation.

Event description:
The customer called back in to tandem technical support in response to tandem¿s follow up attempts regarding the unresolved occlusions. The customer reported that they had taken a break from the pump for several weeks. When they turned the pump back on the occlusions continued to recur. Tandem technical support replaced the pump and customer to use alternate method of insulin therapy while waiting for new pump to arrive. There was no reported adverse impact to the customers blood glucose level.